Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. The returned sample determined that it was received nine open samples that pertain to product code vcp433h. In overall review of the samples returned shows nine detached needles and nine sutures. During the visual inspection of nine detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification and the remnant suture was noted. In addition, nine sutures were examined, and the ends were found severely cut therefore this was resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation in thirteen samples. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-01542, 2210968-2023-01543, 2210968-2023-01544, 2210968-2023-01545.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The problem of pulling off suture needle happened in surgery. Changed to another three to continue the surgery, but the same problem happened. Changed to another one to complete the surgery. There were no adverse patient consequences. The needle did not fall into the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Related events captured via 2210968-2023-01543, 2210968-2023-01544, 2210968-2023-01545.